Manufacturer narrative:
A follow up medwatch will be submitted when additional information becomes available. Device not returned not eval.

Event description:
(B)(4). Sometimes rfd stops to run, usually after an rpm variation.

Event description:
Complaint number: (B)(4).

Manufacturer narrative:
The initial failure description was: "sometimes rfd stops to run, usually after an rpm variation." Incoming goods in rastatt on 2020-01-10. Functional test in rastatt on 2020-01-13. Failure could be confirmed. Sent to emtec report no. (B)(4) on 2020-01-16 back from emtec on 2020-04-16. The defective drive was sent to the supplier emtec under RMA#(B)(4) for further root cause investigation with the following results: according to the service report (B)(4) from emtec dated on 2020-04-04 the error described by the customer is partly reproducible and the rfd ist partly not running at all. The following was performed by emtec: rotaflow drive cable replaced; mast-holder replaced; pressure piece mounted; gasket block replaced; both bearings replaced (preventive). After replacements the rotaflow drive passed all final tests. The system test was performed according to service protocol according service report (B)(4) date on 2020-04-17. The most probable root cause for the reported failure according to the manufacturer emtec could be determined as aging of the defective cable. The event occured during startup and the device was directly involved in the incident. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.